Manufacturer narrative:
The apc applicator was discarded and not returned for an evaluation. However, photographs of the device showed that it was damaged. No anomalies were found in the device history record (DHR) of the involved device. Most likely, there were many factors involved in the reported incident. It appears that there was excessive heat at the tip resulting in it becoming thermally damaged. Per the notes on use "in the case of long activation time and/or activations which follow in quick succession (with no cooling time) the distal instrument end can become extremely hot. This is not a material fault, rather a consequence of heavy-duty use." "If damaged do not use the product!" The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The medical center reported a product problem during a lengthy liver donor case. The device was subjected to the following settings: pulsedapc, effect 2, 85 watts, 2.0 liters per minute flowrate. During use, the distal tip of the applicator became burnt and broke. No patient injury or issue was reported.